Manufacturer narrative:
The reported event of low voltage (lv) output and high pacing impedance were not confirmed. As received a complete device was received for the analysis with the elective replacement indicator (eri) above level. The analysis of the device image indicated that the device was within the normal range of operation. Further analysis indicated that no anomalies were found, and the longevity test was performed which showed it was within the appropriate range. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, it was noted that the pulse generator exhibited no pacing output and high impedance measurements. The pulse generator was removed and replaced on (B)(6) 2023. The patient had no adverse consequences.